Event description:
During software set up assistance, it was reported that the customer had high blood glucose levels. The customer stated that he had been hospitalized 3 months prior for a stroke and heart attack. He reported that the issue was related to other issues, not the insulin pump. The blood glucose reading was 1800 mg/dl and he had been in a coma for a month. He stated that his current blood glucose levels were fine. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.